Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent left tkr on (B)(6) 2018. Patella resurfaced on (B)(6) 2019 and insert replaced from 10mm to 14mm, reason unknown. No further information available. (B)(4).